Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a texium valve leaked where it is connected to a hydration infusion line smartsite valve while connected to a patient. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak from the texium valve was not confirmed. Visual inspection of the valve noted no obvious damages or issues. Functional and pressure testing resulted in no leaking or any issues observed. The root cause of the customer's report of a leak from the texium valve was not confirmed.